Event description:
Subsequent to the initial medwatch report form, the following additional information received: access site was above the inferior epigastric artery.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that the suture pulled out of the vessel wall when the device was removed during attempted suture placement in the right common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Two additional proglide devices were used in the preclose technique for successful suture placement. The aaa procedure was completed. The knots of the two successfully deployed devices were advanced and tied but hemostasis was not achieved. A cutdown was performed and the vessel was closed surgically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps. Per the instructions for use: do not use the perclose proglide smc system is the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Per the instructions for use: do not use the perclose proglide smc system is the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma.